Event description:
It was reported that during the respiratory biopsy procedure, a rubber fragment of the biopsy valve internal seal ring fell into the patient¿s bronchus and was immediately retrieved with forceps. The procedure was completed after the biopsy valve was replaced with a new one. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was broken. The broken piece had been retrieved and returned. The shape of the detached rubber fragment matches that of the damaged portion of the biopsy valve. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inserting and removing the syringe or forceps at an angle may have placed stress on the biopsy valve, potentially causing its failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.